Event description:
It was reported while using the bd safetyglide¿ needle only, 25g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there were black specks in it.

Manufacturer narrative:
The initial reporter also notified the FDA on 07-sep-2022. Medwatch report # mw5111959. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Following information has been updated/corrected: d.4 medical device lot #: refz0986. D.4 medical device expiration date: 2026-11-30. D.10 device available for eval? Yes. D.10 date samples received: 2022-10-05. H.3 medical device manufacture date: 2021-12-20.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there black specks in it.

Event description:
No additional information.

Manufacturer narrative:
Four samples received by our quality team for investigation. Two from batch (B)(4) -unused, unopened and opened in original packaging blister, one from batch regn2119 -opened in opened original packaging blister, and one from unknown batch- no packaging blister. Upon visual inspection of the needles, no defects or issued observed. One photo was received, upon visual inspection, black specks on the hub of needle were observed, therefore the failure is confirmed. Physical samples did not match the photo received for this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.